Event description:
The customer reported that the sys would lock up while attempting to send images to dicom/pacs. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep evaluated the sys and reloaded sys software and calibration files. The sys operates as intended.